Event description:
Caller alleged imprecision with inratio meter. Results as follows. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 2.3, mean: 1.85, sd: 0.64, %cv: 34.40; 1.7, 2.6, 2.15, 0.64, 29.60. Analysis of customer's data revealed that both repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that precision criteria was met. Root cause of complaint could not be determined from the info provided by the customer. Investigation results from a previous case: donor 1: return1: 3.2, in-house2: 3.4, in-house3: 3.2, mean: 3.27, sd: 0.12, %cv: 3.53; donor 2: 3.6, 3.4, 3.5, 3.50, 0.10, 2.86. For each pair of replicates for each sample of strip lot 233708, mean and standard deviations were calculated. In-house test results were 3.53% and 2.86%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on inratio meters. No further investigation will be pursued. As reviewed on 12/01/2010, eighty-nine discrepant result complaints were reported for lot #233708 yielding a complaint rate of 0.066%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.